Manufacturer narrative:
The investigation summary below has been updated: the manufacturing site has engaged with the distributor and completed a site visit to the hospital to gain more information and to meet with the clinicians. The manufacturing site has received additional information in relation to this complaint. An extensive training and education package have been developed by the distributor and during this initial training, the hospital has experienced some issues while administrating medication through the medication port on the set causing the peristaltic pump section to disconnect. The issue occurs when administrating viscous medication through the medication port on the y- connector part of the enteral feed set. On some occasions as required they will also use this port to administer a bolus top up feed to give added nutrition. If they meet excess resistance when administering medication via a syringe due to an occlusion further downstream, this can cause backup pressure to be exerted on the peristaltic pump section causing it to disconnect. The set has a safety feature designed to prevent excess pressure being exerted onto the patient. On this occasion the safety feature was activated, and the pressure was diverted away from the patient back up to the peristaltic pump section. This issue occurred during the initial stages of integrating the devices into the hospital. User set was different from the incumbent device, issue was not caused by device failure, but interaction between the user and the device. We have reviewed our risk documentation and this issue is within our expected rate. The risk assessment is adequate; the harm level and occurrence rate are within acceptable range. A formal investigation is not deemed necessary at this time.

Manufacturer narrative:
The manufacturing site has engaged with the distributor and completed a site visit to the hospital to gain more information and to meet with the clinicians. The manufacturing site has received additional information in relation to this complaint. An extensive training and education package have been developed by the distributor and during this initial training, the hospital has experienced some issues while administrating medication through the medication port on the set causing the peristaltic pump section to disconnect. The issue occurs when administrating viscous medication through the medication port on the y- connector part of the enteral feed set. On some occasions as required they will also use this port to administer a bolus top up feed to give added nutrition. If they meet excess resistance when administering medication via a syringe due to an occlusion further downstream, this can cause backup pressure to be exerted on the peristaltic pump section causing it to disconnect. The set has a safety feature designed to prevent excess pressure being exerted onto the patient. On this occasion the safety feature was activated, and the pressure was diverted away from the patient back up to the peristaltic pump section. This issue occurred during the initial stages of integrating the devices into the hospital. User set was different from the incumbent device, issue was not caused by device failure, but interaction between the user and the device. As a result of this new information and the visit from the team the issue is down to user error and a formal action is no required at this time.

Manufacturer narrative:
The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of 18g032fhx. One (1) used and contaminated sample was returned for evaluation. Visual inspection was completed on the sample and the site can confirm the reported issue; the silicone tube is disconnected for the mistic connector. No functional tested was completed as the issue is visual. As a result a corrective action has been opened to implement effective solutions to prevent reoccurrence of this issue. The corrective actions were implemented in (B)(6) 2019 and this lot was manufactured prior to this.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding set was leaking at the point where the tubing wraps around the pump's rotor.